Event description:
Per report received from foreign MFR: the dr pushed the wire into the rt artery. Before putting his balloon on the wire, on fluoroscopy, he noticed that something was wrong with the wire. So he pulled it out.